Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s parent stated on (B)(6) 2020. The patient had itching for three days and when they tried to apply bepanthen antiseptic cream they saw the skin underneath the patch was red. The doctor then prescribed advantage topical corticosteroid and the patient was in good condition at the time of the report. No additional patient or event information is available.